Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor barrier separation (gel remained on tube bottom post centrifugation) with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for poor barrier separation with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube experienced poor barrier separation during use. The following information was provided from the customer: description of the event/incident below: verbatim: ¿we have been using the following product, bd vacutainer sst with gold hemogard closure (367958). Lot number 7331907, exp 06/19 and have noticed recently that the gel barrier has not been moving after centrifugation. I wonder if you have had any reported issues with this lot number or indeed any technical advice as to why this might be happening?¿ see pr for additional details. Complaint summary detail: this complaint is MDR reportable. This incident could have the potential for harm/serious injury, since it may lead to contamination of the supernatant by red cells and the reporting of erroneous results that may lead to misdiagnosis /treatment of patient. Event type: poor separator movement (as applicable) / malfunction.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube experienced poor barrier separation during use. The following information was provided from the customer: description of the event/incident below: verbatim: ¿we have been using the following product, bd vacutainer sst with gold hemogard closure ((B)(4)). Lot number 7331907, exp 06/19 and have noticed recently that the gel barrier has not been moving after centrifugation. I wonder if you have had any reported issues with this lot number or indeed any technical advice as to why this might be happening?¿ see pr for additional details. Complaint summary detail: this complaint is MDR reportable. This incident could have the potential for harm/serious injury, since it may lead to contamination of the supernatant by red cells and the reporting of erroneous results that may lead to misdiagnosis /treatment of patient. Event type: poor separator movement (as applicable) / malfunction.